Event description:
It was reported that the betadine pad of a minicap was ¿missing or disconnected.¿ this was noted before patient use. There was no patient involvement. No additional information is available. This is report 15 of 15.

Manufacturer narrative:
(B)(4). The device was manufactured 05/02/14 - 05/09/14. The device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.